Event description:
It was reported that: "dr (B)(6) was broaching the femur on a direct anterior hip. He noticed a small pin that fell out of the handled. The handle was immediately replaced with another from a sterile set. The damage handle was removed from the field washed autoclaved and sent back for return to stryker."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.